Event description:
It was reported that an arteriotomy closure of a heavily calcified common femoral artery was attempted using a proglide with a 7fr sheath, after an coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. A third non-abbott device was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, the cause of this incident is related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site.(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.